Manufacturer narrative:
New pump software was installed. Ref recall number z-1867-2011.

Event description:
Info received states that pump had experienced error code 36. Error occurred 3 times on this date, only one report printed for this date of event.